Event description:
Reportable based on analysis completed 31 october 2006. It was reported that during a pta treatment procedure, balloon rewrap difficulties were encountered. The lesion being treated was a calcified, 80% stenotic lesion in the external iliac artery (eia). The lesion was accessed via an ipsilateral approach. The symmetry small vessel otw balloon was used to predilate the lesion for placement of a wallstent device. Following successful deployment of the wallstent, the physician attempted to re-insert the symmetry balloon for post dilatation of the wallstent, but was unable to insert the balloon into the sheath. The balloon was rewrapped several times, but remained unable to insert into the sheath. The procedure was successfully completed with this device without patient complications. Patient status is reported as "good."

Manufacturer narrative:
Initial visual examination of the device found a partial circumferential tear in the balloon material approximately 2mm proximal to the proximal edge of the proximal markerband. Solidified blood was present in the balloon lumen inflation connector. No shaft damage was noted, but the balloon folds were not re-wrapped correctly. A functional check was unable to be performed because of the condition of the returned device. Microscopic examination of the balloon material and the proximal markerband could not identify any anomalies that could have contributed to the tear. A review of the manufacturing records for this batch (7274648) shows that the device met its material, assembly and product specifications. It is noted that no additional complaints have been received for this batch (7274648) of devices. The directions for use state that the balloon "folds tend to relax over time and during balloon air bleeding and testing. Resetting the folds is not always necessary but may be accomplished by the following technique: apply suction to the balloon lumen. As the balloon deflates, it forms wings. With the distal tip of the catheter facing you, manually fold the wings around the catheter body in a counterclockwise direction. While pressing the folds against the catheter body, slide the balloon-folding tool over the balloon. Be careful not to twist the catheter." The partial circumferential tear in the balloon material and the balloon folds not re-wrapping correctly may have contributed to the difficulties experienced while trying to re-wrap the balloon. The root cause of the complaint incident could not be identified.